Event description:
Hose rupture: during patient setup and prep for an anterior cervical discectomy, the xmax air hose ruptured. The result was a loud popping sound. For concerns of sterility the xmax system was removed and re-processed. There was a delay to surgery due to re-processing the equipment, prepping and draping the patient. The patient was not injured during this event.

Manufacturer narrative:
This is the initial report. A follow-up will be provided once the device has been returned and evaluated.